Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 3 previously reported events are included in this follow-up record. Product return status 3 devices were received.

Event description:
This report summarizes 3 malfunction events in which the device or cutting accessory fractured. - 2 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 3 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 4 reported events are included in this follow-up record. Product return status: 4 devices were received.

Event description:
This report summarizes 4 malfunction events in which the device or cutting accessory fractured. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 1 device was received. 2 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by a broken off cutting accessory. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the cutting accessory fractured. 1 event had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.